Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: ethnicity: caucasian. The patient underwent an oblique lumbar interbody fusion with diagnosis of degenerative disc disease and stenosis. It was reported that, intra-op, after properly distracting the space with gold distractor, the surgeon wanted to prepare the endplates with the shaver, but as he rotated the shaver it snapped. The paddle broke off right below the 5 mark. No fragment of the product remained inside the patient. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~40 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals an angulated fracture and deformation consistent with torsional overload. The above findings are consistent with torsional overload.